Event description:
(1/2 reference cc-(B)(4) for related complaints)(document pump 341833) it was reported that a patient returned to the infusion center with a cytarabine cadd still full of chemotherapy. Cadd was programmed correctly. Patient did not report any beeping overnight. No injury. Cadd serial number: (B)(4). Cadd tubing lot number: 4235013.